Event description:
It was reported that two (02) large volume infusors leaked inside the bag. The issue was further described as, "the inside of the bag is wet." This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 21, 2024 ¿ october 22, 2024. H11: two (2) devices were received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the devices was observed. When the devices were removed from the bag, the leak was observed to be coming from the untightened winged luer cap. A visual inspection under the microscope was performed, and no signs of surface roughness were observed. A functional leak test was performed after securely connecting the winged luer cap to the device, and no leaks were observed. The devices were determined to be conforming products. The reported condition was verified. The cause was determined to be use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.